Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, after introducing the triclip xtw into the guide, air bubbles appeared into the guide. Clip was removed and aspiration was performed. Clip was replaced. All steps were performed as per IFU. The final tr was grade 2. There were no adverse patient effects or clinically significant delays reported.